Manufacturer narrative:
At the time of pick-up of a citadel plus bed frame that beyond to the arjo rental fleet, it was found by an arjo representative that the side rail panel was detached from the side rail mechanism. The device was not in use at that time. No harm was claimed. Based on the photographic evidence provided, the side rail panel was detached from the side rail mechanism (the screws holding the panel were ripped off). The citadel plus bed frame is equipped with eight width extensions (four on each side of the bed) designed to adjust the width mattress support surface. The technician assessed that the side rail damaged occurred due to collision between side rail panel and one of width extension sections which allows to extended the width of the bed. When one section is extended but not the other, and when the side panel is in use, the side panel may hit one of the sections causing damage. The citadel plus instruction for use (831.374) instructs user to ¿make sure all eight width extension sections are extended. Using the bed without all extensions in the same position may cause damage to the bed as well as create an unsafe condition.¿ the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. To conclude, the side rail was damaged and from that perspective, the citadel plus bed did not meet the performance specification. The device was not in use when the damaged side rail was identified. No injury was reported. The complaint was decided to be reportable due to the side rail panel detachment.

Event description:
At the time of pick-up of a citadel plus bed frame that beyond to the arjo rental fleet, it was found by an arjo representative that the side rail panel was detached from the side rail mechanism. The device was not in use at that time. No harm was claimed.